Manufacturer narrative:
The log analysis revealed that there existed a big leakage in the patient hose system. The ventilator generated alarms and increased flow to compensate the leak, but multiple times the adjusted pressure limit was exceeded and the system was opened to atmosphere by the ventilator to reduce pressure. The replacement of the device solved the problem as the hosesystem was newly connected and the leak vanished. It was concluded that the ventilator behaved as specified for the given conditions. No technical failure was identified.

Event description:
It was reported that the patient was not sufficiently ventilated and became blue. After exchange of the ventilator ventilation was sufficient. No permanent injury reported.